Event description:
Lead wire breakage in defibrillator. Lead wire break in defibrillator (shocked me 4 times where I couldn't move. Rushed me to hospital to turn device off with a medtronic machine. Device still off).